Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor cable cart was evaluated and replaced. No conclusion can be drawn as final testing information is not available.

Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.